Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. Na

Event description:
This is filed to report that during preparation of the clip delivery system (cds), when the cds into the introducer, the soft tip got stuck between the gripper arm. It was reported that during preparation of the clip delivery system (cds), when the technician was going to load the clip into the introducer, the soft tip got stuck between the gripper and the arm. There was no difficulty or issue with insertion, the operator during insertion causing the clip to get stuck with the introducer blue tip. Therefore, the cds was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.